Manufacturer narrative:
Medtronic ers evaluated the device and observed proper operation during full functional and operational inspection.

Event description:
As reported to medtronic ers, while on scene of a cardiac arrest defibrillator was set to 200-joules, the device would not charge past 150-joules, cycled power to the device and attempted charge again. The device charged to 200-joules, but would not discharge. The device was set to 300-joules and a successful shock was delivered to the patient. The device continued to work with no problem for the duration of the call. Patient outcome was not reported, but the reporter stated there were no adverse affects to the patient as a result of device operation. The basis for this statement was not reported.